Event description:
A medtronic representative reported that, while in a spine procedure using a navigation system with an o-arm imaging system, the surgeon alleged a 2-3mm inaccuracy after each spin. The inaccuracies were confirmed with confirmation spins. It was noted that the frame was not bumped and no bone work was done. Medtronic representative reported 2 out of 4 screws were re-positioned. One screw was in the spinal canal. The surgeon completed the procedure with the use of the navigation system.

Manufacturer narrative:
(B)(4) 2014 medtronic representative performed an imaging system check-out, all areas passed. System found it to be accurate and ready for use. The tube overheating was due to multiple hd spins on a xl patient setting. A medtronic representative, following-up at the site, educated surgeon on optimal placement of reference frame.